Event description:
Additional information was received indicating that the explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
Additional information was received indicating that the patient underwent pulse generator replacement surgery on (B)(6) 2015. Lead impedance measured with the new pulse generator was noted to be normal (impedance value: 4236 ohms). The lead was not replaced. It was reported that the explanted device was unable to be interrogated before and after the replacement surgery due to end of service. A battery life calculation revealed 0.0 years remaining until neos. It was reported that the physician's handheld programmer is functioning properly and is able to successfully interrogate and program other vns devices. The explanted generator has not been returned for product analysis.

Event description:
Clinic notes dated (B)(6) 2015 note that the vns was interrogated several times during the visit and that the generator was near end of service. It was noted that device reading were unable to be obtained or adjusted during interrogation. It was noted that the leads were functioning normally. It was noted that the generator would likely need to be replaced. The patient was referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.